Event description:
Reporter alleged that during surgery set up for a procedure on (B)(6) 2026, the camera head latch kept getting stuck, and it was not able to be used in the procedure. The procedure continued with a spare camera head. No harm to patient, no significant delay to the procedure. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803 a supplemental report will be submitted once further investigation is complete.